Event description:
The customer reported having an urgent care visit. The customer stated that the night before her blood glucose was 479mg/dl, and she gave herself a shot, but her glucose level kept going up. The customer stated that she was vomiting and had unexplained highs and lows in the past. Troubleshooting was performed. The time, date, and basal rates were correct. Reviewed the alarm history and found multiple alarms. The drive support cap appears normal. Assisted the customer to run a manual prime and the insulin did exit. Performed a high pressure test and passed. Instructed the customer to remove the cannula and it was occluded. The caller stated that her site is sore and irritated. Advised the customer to discontinue the use of the device and revert to back up plan. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.